Event description:
Clinical adverse event received for right knee limited range of motion. Event is serious and is considered moderate. Event is possibly related to both device and procedure. (Right knee) treatment: awaiting manipulation under anesthesia original implant date (B)(6) 2021. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).